Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft components of the up and down buttons are damaged due to handling with sharp objects. The buttons shouldn't be actuated by using hard or sharp objects. Due to the leaky soft components, liquid entered the pump and damaged the electronics. This led to always activated up and down buttons and unsolvable e8 error messages.

Event description:
Patient reported the infusion device displayed an e8 power interrupt error and the menu and check buttons do not function. The infusion device was requested for evaluation. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.